Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 591 mg/dl. The customer was treated with 25 units manual injection. The troubleshooting was performed. The customer was advised that the reservoir had a leak on the second o ring. The customer would like to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned the device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was inspected and no anomalies were found. The reservoir was tested for leaks and no leaks were found.